Manufacturer narrative:
The lens was returned dry in a lens case/ vial and there was clear surgical residue on the lens surface. Visual inspection found the lens haptic bent and fibers present on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -3.5/3.5/166 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, significant reduction of irido-corneal angles. On (B)(6) 2017 the lens was exchanged for a shorter lens. The probelm was resolved, and the dr. Comemented that the patient is doing good.

Manufacturer narrative:
(B)(4).